Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the screw in the arm broke, causing it not to tighten. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually t ighten the instrument. After manual tightening, the instrument was insufficiently rigid. The age of the product and the nature of the mechanism of failure is consistent with anticipated wear of the instrument cable, resulting in the foregoing event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.